Event description:
Customer received a blood glucose reading on his contour meter that was a 100 mg/dl higher than the reading on his doctor's meter. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New meter and strips were sent. Customer is expected to return his strips for evaluation.